Manufacturer narrative:
Initial medwatch report indicates: physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad assembly, and the issue was no longer duplicated. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Initial medwatch report should indicate: physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad assembly, battery pins, and the user system/interface flex cable and the issue was no longer duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Additional information: physio further evaluated the returned main keypad assembly and system/interface flex cable and the issue could no longer be duplicated. The root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device turns off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad assembly, and the issue was no longer duplicated. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device turns off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.